Event description:
The customer reported that the insulin pump alarmed motor error while sleeping. Troubleshooting was performed. Ran a displacement test and failed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.